Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the handle of the vaso view hemopro ceased to have power while in use. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The complaint device will reportedly not be returned to maquet cardiac surgery for investigation; therefore, it could not be evaluated. A lot number was not provided, therefore a retain sample from lot # 25094946 was fully tested and found to be acceptable. A lot history record review was completed for lots 25099614, and 25093031, the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. (B)(4).